Manufacturer narrative:
A ge service rep performed an onsite investigation. The block bearing, splash and crash switch, table top gas spring and potentiometer assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a table communication failed error. This error disables x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.